Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the analog interface (ai) printed circuit board (pcb), which resolved the issue. The ventilator passed self-testing.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.